Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the device is letting air pass into the patient, causing an error, clog in tube.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples or photos were provided for evaluation; therefore, a root cause could not be determined. Manufacturing personnel were notified of the reported condition, and we will continue to monitor and take actions as applicable.